Event description:
Literature: rodgrigues am, rosas mj, gago mf, et al. Suicide attempts after subthalamic nucleus stimulation for parkinson's disease. Eur neurol. 2010;63(3): 176-179. Summary: the authors retrospectively analyzed 3 pd patients with suicide attempts after stn-dbs. All patients had normal pre- and immediate postoperative psychopathological and cognitive evaluations, with stn-dbs yielding a good motor benefit. Levodopa medication was markedly reduced. The 3 pd patients were analyzed in search for distinctive characteristics. The three patients refused further study with postoperative cerebral MRI and standard postoperative cerebral CT would only be merely speculative for determining the positioning of the active contacts, nevertheless the excellent motor outcome in the three referred patients was indicative of electrode location in the stn. Furthermore, different active contacts were not tried as they were consistently the contacts with the best motor benefit. Event: patient 1 of 3, a retired gardener with 14 years of pcr progression and troublesome motor fluctuations nonresponsive to apomorphine subcutaneous pump. He had a relevant background of marital conflicts, with several verbal threats "one day I will kill myself". Preoperative cognitive or psychopathological evaluations revealed no depression or structured suicide ideation. He was not taking any psychotropic medication. Stn-dbs yielded a good motor outcome with a big impact on his independence. Marital problems worsened, and 2 months after surgery he took a small amount of insecticide in front of his wife. Further neuropsychological and psychiatric evaluation revealed no cognitive impairment or self-destructive ideation. He was prescribed sertraline and quetiapine and remains stable.

Manufacturer narrative:
(B) (4) (used for suicidal ideation).